Event description:
It was reported that backflow of an unknown solution occurred from the fill port of a small volume infusor. This occurred during filling (no filter used). The reporter stated that the backflow could not be stopped. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured between april 22, 2013 - april 23, 2013. A sample was received for evaluation with no fluid in the bladder. Visual inspection and functional leak testing showed no evidence of a leak at the fillport. There was no evidence of a leak the following day. The reported condition was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacturing process. If any additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted.